Manufacturer narrative:
Follow-up #1: date of submission 04/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/15/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found multiple occurrences of the reported call service alarms on the day of the complaint. On investigation, the pump powered up to the verify screen with the appropriate audible and vibratory functions. A rewind/load/prime sequence failed due to the reported call service alarm. The pump was opened and the motor assembly was inspected, and it was found that the motor connector wire was not fully inserted.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, the patient received a call service 064 alarm after the cartridge was changed and the pump was rebooted. The patient reported that the pump had difficulty completing the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.